Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 600 pro synchron chemistry analyzer was observed leaking from the reagent probe after pressing the stop button. The customer indicated that they pressed the stop button in order to perform maintenance on the instrument and were not troubleshooting an error or problem. The leak was contained within the unit. The operator stated that she was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear during this event. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed a leaking reagent probe and replaced the a/b valve, the t-valve, syringe, reagent probe tubing, reagent probe, the valve in the fluidics manifold, tubing from 3-way valve to the a/b valve, the bubble generator and the tubing from the bubble generator to the a/b valve. Service activity and instrument performance was verified. The fse confirmed the failure mode to be the bubble generator. (B)(4).